Event description:
Clinical narrative: a 69-year-old female with acute myocardial infarction and cardiogenic shock, was implanted with an impella cp via right femoral arterial percutaneous access. During support, the device functioned as intended at p-8, providing 3.1 l/min flow with d5w sodium bicarbonate purge solution. While on support, hemolysis was suspected based on red-tinged urine observed in the foley catheter and elevated alt levels. The impella cp was repositioned under echocardiographic guidance. Despite these interventions, care was subsequently withdrawn, and the patient expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition of cardiogenic shock.

Manufacturer narrative:
A1: race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.